Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received form a healthcare professional (hcp) and patient receiving hydromorphone (1 mg/ml, 0.1542 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2018, the patient said they went to grab their walker out of the trunk and hurt themselves and felt the pump vibrate. After this, the patient "has been in so much pain". The patient was still showing signs of extreme pain. The patient believed the pump was not working.